Manufacturer narrative:
The device and the lens were returned loose in the opened carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid nozzle. The lens was adhered in solution to the exterior of the device on the loading area. No damage was observed to the lens. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined for the reported complaint. The lens was returned outside of the device. The plunger was retracted. It is not possible to confirm the position of the plunger with the lens during advancement. The instructions for use (IFU) instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative has reported on behalf of the surgeon that, during intraocular lens (iol) implant procedure, the device failed to inject the lens properly. There was patient contact. Procedure was completed with a new lens. Additional information received that, plunger pushed past the lens.